Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a procedure using a small flexnav delivery system. A pre-dilatation was performed with a 20mm non-abbott balloon. During procedure, the 25mm navitor valve was opened and recaptured three times. At 80% deployment, a severe perivalvular leak (pvl) was noted. The valve was recaptured and removed from the patient. A decision was made to implant a 27 navitor vision valve. The 27mm navitor valve was deployed with a large flexnav delivery system with zero pvl and mean gradient of 7. The final implant depth was 4.4mm. The patient was stable throughout the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.